Event description:
The consumer received a positive result with the covid-19 at-home test performed on (B)(6) 2022, at approximately 9:30am. On (B)(6) 2022, at approximately 12:35pm, the consumer had a pcr test performed at a (B)(6) pharmacy and the result was negative. The type of test used was unknown to the consumer. On (B)(6) 2022, at approximately 7:30pm, the consumer performed another covid-19 at-home test and the result was positive. On (B)(6) 2022, at approximately 8:45am, the consumer performed another covid-19 at-home test and the result was positive. The consumer began experiencing symptoms on (B)(6) 2022. She had a sore throat, pink eye, the glands on the back of her throat were swollen, and she did not feel well. The consumer feels that the roche test is correct and the pcr test is incorrect because she has symptoms of covid but she does not know which one is correct. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Manufacturer narrative:
The case was sent to the manufacturer for investigation. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). In general, potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity.